Event description:
It was reported that a progav 2.0 (part # fx410t) was implanted during a procedure performed on (B)(6) 2017. According to the complainant, the shunt system was believed to be operated in overdrainage. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: 114 centimeters (cm). Weight: (B)(6) (kg). Gender: male. Same event as medwatch # 3004721439-2022-00009.

Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Klick force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the claim of over -drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal position. The results show that the valve operates within the accepted tolerance in the horizontal position. Internal inspection: after dismantling of the valve, slightly deposits were found in progav 2.0. Result: in advance, we would like to point out that the adjustment test and the permeability test have already been carried out after the revision on clinic part. Based on our examination results, we cannot detect any malfunctions of the valve at the time of the examination. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.